Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 292 (mg/dl). Customer adjusted pump basal rate to treat elevated bg levels. Reportedly, basal settings were adjusted due to new medication use. System check with tandem technical support indicated the pump was performing as intended. Customer will meet with tandem representative to acquire additional training.